Manufacturer narrative:
Access site bleed: clinical details report that the patient was noted to have oozing at the rax access site on (B)(6) 2025. The patient reported that they sleep on their right side with their arm elevated to cradle their head. Additionally, they were noted to be young, restless and mobile. The oozing was noted to have subsided the following day. Product was not returned for investigation. Based on the clinical detail provided that the patient was restless, mobile, and would raise their access site arm over their head to sleep, the root cause of the access site bleed was determined to most likely be patient movement. High purge pressure: clinical details reported that the high purge pressure alarm triggered on (B)(6) 2025. Tpa was added to the purge, and by the second bag, the alarm had resolved and purge pressure values were decreasing steadily. There were no further reports of purge issues. Data logs were reviewed the high purge pressure event was confirmed. The evening of (B)(6) 2025, purge pressure began trending up gradually over 7 hours leading up to the alarm. There were no mc spikes or long bag changes prior to the rise. Data logs showed sodium bicarbonate being taken out of the purge during the rise in purge pressure, likely indicating this was when tpa was implemented. 2 hours after the alarm triggered, purge pressure started to decrease gradually, and within 30 hours, the pressure values stabilized between 700-800 mmhg. Product was not returned for investigation. Based on the gradual rise in purge pressure over a number of hours without a mc spike in data logs that resolved gradually after tpa was added to the purge, the root cause of the high purge pressure was most likely biomaterial buildup. Vt/vf: clinical details reported that the patient experienced svt-afib on (B)(6) /2025. In order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29708. D6b explant date was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29708. H6 health effect - clinical codes 1729, 2095, and health effect - impact code 4644 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-29708.

Event description:
Additionally, the patient went into sustained ventricular tachycardia/atrial fibrillation. The patient was given amio bolus.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced oozing with a hematoma at the access site. One unit of blood products was transfused to the patient. Additionally, there was high purge pressure noted. Tissue plasma activator was added to the purge. Impella support continued.